Event description:
It was reported that a pt had an aspc inserted in 1999 via a paraspinal approach. On 9-13-99, he was found in a pool of blood. He was bleeding from the insertion site. He was resuscitated and transferred to the ICU where he expired. Further investigation revealed that the catheter was placed via a translumbar approach.